Manufacturer narrative:
Result: customer had installed incorrect footboard on bed.

Event description:
It was reported by service report that the bed exit was not working. No pt involvement or adverse consequences were reported.